Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted intuitive technical support engineer (tse) to report that the surgeon experienced a range of motion limit and non-intuitive motion on universal surgical manipulator (usm) 1. Tse viewed logs and did not note any errors. Tse recommended site reboot the system to rehome usm 1. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) noted error 31226 on universal surgical manipulator (usm) 1 and was informed by the technician that there were no issues on four cases since it happened. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.